Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high when tested with control solution. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2016. The patient reported obtaining a reading of 166mg/dl on the subject when tested with control solution. This reading was higher than the accepted range as printed on the test strip vial. The patient manages their diabetes with pills, diet and exercise. The patient denied developing any symptoms; however, the patient mentioned that they ¿went on a diet¿ in response to high blood glucose readings. The patient denied receiving any medical treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.